Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found out to have a conductor damage which was verified via x-ray. The patient fell on the boat and hit the railing. Additional information obtained from the field which indicated that the fall was not device related as the patient just loss balance. The lead was surgically abandoned. No additional adverse patient effects were reported.